Event description:
(B)(6). Saes: abdominal pain (meddra pt: abdominal pain). Perforated gastric ulcer (meddra pt: gastric ulcer perforation). This report concerns subject (B)(6) male who was enrolled in study (B)(4). The subject did not commence treatment of randomized therasphere for the treatment of unresectable hepatocellular carcinoma and did not start sorafenib therapy (per protocol nexavar oral tablets daily 800 mg) yet. Concomitant medications included zofran (4 mg intravenous, as needed on (B)(6) 2015) for adverse event of nausea, morphine (2 mg intravenous, once on (B)(6) 2015) for adverse event of back pain, versed (1 mg intravenous, as needed on (B)(6) 2015) for sedation, fentanyl (12.5 mcg intravenous, as needed on (B)(6) 2015 for sedation fentanyl (25 mcg intravenous, as needed on (B)(6) 2015) for sedation, dilaudid (4 mg intravenous, every 4 hrs, as needed on (B)(6) 2015) for adverse event of back pain, dilaudid (4 mg oral), every 3 hrs, as needed, ongoing) for rheumatoid arthritis, plaquenil (200 mg oral, twice daily, ongoing) for rheumatoid arthritis, prednisone (15 mg oral, one daily, ongoing) for rheumatoid arthritis. The subject's relevant medical history included hepatocellular carcinoma, cholecystectomy, (B)(6), rheumatoid arthritis, alcohol use and weight loss. On (B)(6) 2015, the subject underwent tc-99m (microaggregated albumin) maa, hepatic arteriogram and gastroduodenal artery coil embolization in preparation for therasphere administration per protocol. On (B)(6) 2015 the subject presented to emergency department complaining ot shortness of air, abdominal pain, nausea and vomiting since his hepatic arteriograms on (B)(6) 2015. Computer tomography (CT) on (B)(6) 2015 demonstrated middle lobe pneumonia and the subject was admitted to the hospital for treatment of pneumonia (linked case (B)(6)) on (B)(6) 2015, laboratory findings included white blood cell count of 16.41 10^3/l (normal range 4.5-11.0). The subject complained of worsening abdominal pain. On (B)(6) 2015 CT showed free peritoneal air with a large volume of intraperitoneal fluid especially in the dependent portion of the pelvis. During exploratory laparotomy on (B)(6) 2015, the subject was found to have 2 liters of murky bile-stained fluid in the abdomen as well as a 3 cm hole in the distal gastric antrum about 2 cm proximal to the pylorus on the arterial wall of the stomach. This was associated with dense ulcer bed. The duodenum and proximal stomach appeared normal. An antrectomy with gastrojejunostomy as well as a stamm gastrostomy was performed. At the time of this report the event of abdominal pain was ongoing but subject was considered recovered/resolved with sequelae from the event of perforated gastric ulcer, therefore was not discharged from the hospital. The subject continued participation in the study. The investigator assessed the event of abdominal pain as grade-3 (severe) in intensity, serious due to hospitalization; and unrelated to the study device, definitely related to study procedure, not related to preexisting condition, and not related to standard of care sorafenib. The company agreed with the investigator's assessment that the event of abdominal pain is serious due to hospitalization; not related to study device and related to procedure, not related to sorafenib. The investigator assessed the event of perforated gastric ulcer as grade-4 (life-threatening) in intensity, serious due to hospitalization and life-threatening condition; and unrelated to the study device, definitely related to study procedure, not related to pre-existing condition, and not related to standard of care sorafenib. This event was also related to concomitant medications plaquenil and prednisone. The company agreed with the investigator's assessment that the event of perforated gastric ulcer is serious due to hospitalization and life-threatening condition not related to study device and related to procedure, not related to sorafenib. Perforated gastric ulcer is not included in the investigational brochure, hence it is considered as an unanticipated event. Follow up information was received on 05 aug 2015, in which the event of abdominal pain preceding the event of perforated gastric ulcer was reported as a primary event and the event of gastric ulcer was reported as an associated event. Resolution date of perforated gastric ulcer event was reported as (B)(6) 2015 and the outcome recovered/resolved; with sequelae was provided. It was confirmed that the event of perforated gastric ulcer is not related to other illness and fulfills life-threatening seriousness criterion. Investigator confirmed that the event of perforated gastric ulcer is considered to be related to concomitant medications plaquenil and prednisone and it was reported that the event did not abate if the suspect drug was discontinued or reduced. It was confirmed that the subject did not have a previous history of gastric ulcer and gastric ulcer was diagnosed first during the subject's exploratory laparotomy on (B)(6) 2015. The above narrative has been updated with the follow up information. Additional information for the events of abdominal pain and perforated gastric ulcer is expected. Analysis of similar events gastric ulcer perforation a total of 189 subjects were randomized and 72 subjects underwent therasphere treatment while enrolled in 3 ongoing clinical trials (B)(4). There were no reports of adverse events consistent with a diagnosis of perforated gastric ulcer during these trials. There was three report of events associated with related terms of gastric ulcer or duodenal ulcer and no terms related to perforated gastric or duodenal ulcer, bowel perforation or perforated viscus. Specifically, in the study (B)(4) one case of "ulceration at gastroesophageal junction"- unrelated to device or procedure, related to other illness, resolved, was reported; one "duodenal ulcer hemorrhage" -unrelated to device or procedure, possible to sorafenib and to concurrent illness, resolved; and one "gastric ulcer"- unrelated to device or procedure, possible to sorafenib, resolved with sequelae, were reported. There were no related terms reported in studies (B)(4). The investigator's brochure for the investigational device cites two cases of sae "gastric ulcer" in "pilot hcc" and "mixed neoplasia" studies. Review of the literature reveals reports of duodenal or gastric ulceration in 2.7% of subjects in one report (bester et al., 2013); another report reveals one case of gastric ulceration in 13 subjects treated for of metastatic uveal melanoma (klingenstein et al, 2013) lam et al, 2013 report on a retrospective review of the occurrence of gastroduodenal ulceration after 90y in both resin and glass to identify the risk factors in the treated population (n=247) and determine the specific mechanism of nontarget radioembolization in individual cases. Eight patients (3.2%) developed gastroduodenal ulcer. This incidence is consistent with that reported in resin 90y by bester et al 2012 of 3.7%. In other reports the incidence of gastroduodenal ulceration following tare (both glass and resin microspheres) ranged between 0 and 11% (lau et al. 2010) and for therasphere, between 0.7% and 13.6% with a weighted mean incidence of 3.3% (nayrnagon et al. 2010) the cited reports do not specifically mention perforation of the gastric or gastroduodenal ulcer. This case involves coil embolization of the gastroduodenal artery prior to planned therasphere treatment as investigated on this protocol. The mechanics of such procedure carry the risk of gastroduodenal ulceration with or without perforation. Given that, a relationship between the coil embolization of the gastroduodenal artery (''study procedure") and the event of perforated gastric ulcer the company assesses as related no prior reports of "perforated gastric ulcer" were received. Contributing causes of the event include ongoing treatment with prednisone and plaquenil. (B)(4).

Manufacturer narrative:
Follow-up information was received on (B)(6) 2015. The event of pneumonia was initially included in the narrative of the linked event (B)(4); however, due to clinical course of the event, it was decided to merge both cases ((B)(4)) under one single MFR 3002124545-2015-00057. The subject developed acidosis, hyperkalemia and elevated creatinine; hence he had nephrology consultation. On (B)(6) 2015, the subject underwent antrectomy and loop gastrojejunostomy treatment for perforated gastric ulcer, subject remained intubated for some time. After he was extubated, the subject refused to be re-intubated. He developed a mucus plug and underwent a bronchoscopy. The subject was given treatment for aspiration pneumonia and fungal abdominal infection. His white blood cell count continued to decrease from 15.26 x 10^3/l to 10.55 x 10^3/l, 12.32 x 10^3/l, 7.15 x 10^3/l and 4.33 x 10'3/l (normal range: 4.5-11.0) on (B)(6) 2015 respectively. His oxygen saturation decreased from 95.6% to 99.3%, 92.0% and 91.4 % (normal range: 95.0-99.0) on (B)(6) 2015 respectively. Culture of bronchial washings on (B)(6) 2015 grew candida glabrata and yeast. It was determined that his course was terminal and comfort measure were initiated. However, on (B)(6) 2015, the subject became unresponsive. At 0845 hours on (B)(6) 2015, the subject experienced severe bradycardia and asystole. He was then pronounced deceased. It was reported that the event of pneumonia resulted in respiratory failure, which was reported as the cause of death. The hospital discharge date was considered to be date of death on (B)(6) 2015. It was confirmed that the subject discontinued participation in the study because the subject was withdrawn from the study by the investigator on (B)(6) 2015, when it was discovered that he had a perforated gastric ulcer and the subject was considered intolerant to study treatment. Furthermore, it was confirmed that the concomitant medications dilaudid, plaquenil and prednisone were discontinued on (B)(6) 2015. The above narrative has been updated with the follow-up information. The investigator assessed the event of pneumonia as grade-5 (fatal) in intensity, serious due to death, lifethreatening, hospitalization; and unrelated to the study device, not related to study procedure, not related to pre-existing condition, and not related to standard of care sorafenib. This event was considered to be related to other illness. The company agreed with the investigator's assessment that the event of pneumonia is serious due to death, hospitalization and life-threatening condition; not related to study device, not related to sorafenib, but disagreed regarding relatedness to procedure and assessed the event as related to study procedure. The company provided following rationale for the relatedness assessment to procedure: while pneumonia appears to be the event most directly associated with the outcome of death, the pneumonia event is related to the event of perforated gastric ulcer, thus is related to study procedure thus event of pneumonia related to study procedure. Aspiration pneumonia has been listed in the ib, however the event of pneumonia with fatal outcome is not. Pneumonia with outcome of death is not included in the investigational brochure, hence it is considered as an unanticipated event. Additional information for the events of perforated gastric ulcer and pneumonia is expected. Analysis of similar events gastric ulcer perforation a total of (B)(4) subjects were randomized and 72 subjects underwent therasphere treatment while enrolled in 3 ongoing clinical trials (ts-102, ts-103 and ts-104) . There were no reports of adverse events consistent with a diagnosis of perforated gastric ulcer during these trials. There was four reports of events associated with related terms of gastric ulcer, antral ulcer or duodenal ulcer and no terms related to perforated gastric or duodenal ulcer, bowel perforation or perforated viscus. Specifically, in the study ts-103 one case of "ulceration at gastroesophageal junction" - unrelated to device or procedure, related to other illness, resolved, was reported; one "antral ulcer - unrelated to device or procedure, cause unknown; one "duodenal ulcer hemorrhage" -unrelated to device or procedure, possible to sorafenib and to concurrent illness, resolved; and one "gastric ulcer"- unrelated to device or procedure, possible to sorafenib, resolved with sequelae, were reported. There were no related terms reported in studies ts-102 and ts-104. The investigator's brochure for the investigational device cites two cases of sae "gastric ulcer" in "pilot hcc" and "mixed neoplasia" studies. Review of the literature reveals reports of duodenal or gastric ulceration in (B)(4) of subjects in one report (bester et al, 2013); another report reveals one case of gastric ulceration in 13 subjects treated for of metastatic uveal melanoma (klingenstein et al, 2013) . Lam et al, 2013 report on a retrospective review of the occurrence of gastroduodenal ulceration after 90y in both resin and glass to identify the risk factors in the treated population (n=247) and determine the specific mechanism of nontarget angioembolization in individual cases. Eight patients ((B)(4)) developed gastroduodenal ulcer. This incidence is consistent with that reported in resin 90y by bester et al 2012 of (B)(4). In other reports the incidence of gastroduodenal ulceration following tare (both glass and resin microspheres) ranged between (B)(4) and (B)(4) (lau et al. 2010) and for therasphere®, between (B)(4) and (B)(4) with a weighted mean incidence of (B)(4) (naymagon et al. 2010). The cited reports do not specifically mention perforation of the gastric or gastroduodenal ulcer. This case involves coil embolization of the gastroduodenal artery prior to planned therasphere treatment as investigated on this protocol. The mechanics of such procedure carry the risk of gastroduodenal ulceration with or without perforation. Given that, a relationship between the coil embolization of the gastroduodenal artery "study procedure") and the event of perforated gastric ulcer the company assesses as related . No prior reports of "perforated gastric ulcer" were received. Contributing causes of the event include ongoing treatment with prednisone and plaquenil. With addition of the event of "pneumonia" with fatal outcome as unanticipated adverse event, a search for related terms of "pneumonia, "pneumonitis", "lung infection" and "pulmonary infection" was performed. In the safety database there is one case of grade 2 "pneumopathy" -unrelated to device or procedure, related to other concurrent disease, not resolved in ts-102 study and one case of grade 5 (fatal outcome) "pneumonia - unrelated to device or procedure, related to pleural effusion in ts-103 study. No related terms in ts-104 study were found. In the investigator's brochure list of adverse events "aspiration pneumonia" is listed without causality attribution or severity. Other mentioned in the tb cases refer to "radiation pneumonitis" or "radiation-induced pneumonitis" which do not carry relevance in this case since the patient did not receive the therasphere treatment and the reported event of "pneumonia" occurred after bland coil embolization of the gastroduodenal artery. The vent of "pneumonia" is temporarily and clinically associated with the event of "perforated gastric ulcer" that is related to the study procedure (bland coil embolization of the gastroduodenal artery) , thus the company biocompatibles UK ltd. Consider this event also related to the study procedure. USA - (B)(6). Device identification: na. Manufacturer's medical device identifier (catalogue/model no.)-accessory kit: not applicable, mcsphere injection: na, administration set: na.

Event description:
Pneumonia (meddra pt: pneumonia). The subject developed acidosis, hyperkalemia and elevated creatinine; hence he had nephrology consultation. On (B)(6) 2015, the subject underwent antrectomy and loop gastrojejunostomy treatment for perforated gastric ulcer, subject remained intubated for some time. After he was extubated, the subject refused to be re-intubated. He developed a mucus plug and underwent a bronchoscopy. The subject was given treatment for aspiration pneumonia and fungal abdominal infection. His white blood cell count continued to decrease from 15.26 x 10^3/l to 10.55 x 10^3/l, 12.32 x 10^3/l, 7.15 x 10^3/l and 4.33 x 10^3/l (normal range: 4.5-11.0) on (B)(6) 2015 respectively. His oxygen saturation decreased from 95.6% to 99.3%, 92.0% and 91.4 % (normal range: 95.0-99.0) on (B)(6) 2015 respectively. Culture of bronchial washings on (B)(6) 2015 grew candida glabrata and yeast. It was determined that his course was terminal and comfort measure were initiated. However, on (B)(6) 2015, the subject became unresponsive. At 0845 hours on (B)(6) 2015, the subject experienced severe bradycardia and asystole. He was then pronounced deceased. It was reported that the event of pneumonia resulted in respiratory failure, which was reported as the cause of death. At the time of this report the event of abdominal pain was considered recovered/resolved and the subject was considered recovered/resolved with sequelae from the event of perforated gastric ulcer. The subject was considered discharged from the hospital on the day of death due to the event of pneumonia. The subject discontinued participation in the study because the subject was withdrawn from the study by the investigator on (B)(6) 2015, when it was discovered that he had a perforated gastric ulcer and the subject was considered intolerant to study treatment.

Manufacturer narrative:
There were no reports of adverse events consistent with a diagnosis of perforated gastric ulcer during these trials. There was four reports of events associated with related terms of gastric ulcer, antral ulcer or duodenal ulcer and no terms related to perforated gastric or duodenal ulcer, bowel perforation or perforated viscus. Specifically, in (B)(6) one case of "ulceration at gastroesophageal junction"" - unrelated to device or procedure, related to other illness, resolved, was reported; one "antral ulcer - unrelated to device or procedure, cause unknown; one "duodenal ulcer hemorrhage" -unrelated to device or procedure, possible to sorafenib and to concurrent illness, resolved, and one "gastric ulcer"- unrelated to device or procedure, possible to sorafenib, resolved with sequelae. And one non serious grade "3" adverse event of "duodenal ulcer" unrelated to device or procedure, possibly related to sorafenib, resolved with sequelae were reported. A total of five cases of upper gi tract ulceration were reported on (B)(6). There were no related terms reported in (B)(6). The investigator's brochure for the investigational device cites two cases of sae "gastric ulcer" in "pilot hcc" and "mixed neoplasia studies. Review of the literature reveals reports of duodenal or gastric ulceration in 13 subjects treated for of metastatic (klingenstein or al, 2013). Lam et al, 2013 report on a retrospective review of the occurrence of gastroduodenal ulceration after 90y in both resin and glass to identify the risk factors in the treated population (n-247) and determine the specific mechanism of nontarget radioembolization in individual cases. Eight pts (3.2%) developed gastroduodenal ulcer. This incidence is consistent with that reported on resin 90y by "bester" et al 2012 of 3.7%. In other reports the incidence of gastroduodenal ulceration following "take" (both glass and resin microspheres) ranges between 0 and 11% (lau et al 2010) and for therasphere, between 0.7% and "13.6%" with a weighted mean incidence of 3.3% (naymagen et al. 2010). The cited report do not specifically mention perforation of the gastric or gastroduodenal ulcer. This case involves coil embolization of the gastroduodenal artery prior to planned therasphere" treatment was investigated on this protocol. The mechanics of such procedure carry the risk of gastroduodenal ulceration with or without perforation. Given that, a relationship between the coil embolization of the gastroduodenal artery (study procedure) and the event of perforated gastric ulcer the company access as related. No prior reports of "perforated gastric ulcer were received. Contributing causes of the event include ongoing treatment with prednisone and plaquenil. With addition of the event of "pneumonia" with fatal outcome as unanticipated adverse event, a search for related terms of "pneumonia, "pneumonitis, "lung infection" and "pulmonary infection" was performed. In the safety database there is one case of grade 2 "pneumopathy" unrelated to device or procedure, related to other concurrent disease, not resolved in (B)(6) and one case of grade 5 (tatal outcome) "pneumonia" unrelated to device or procedure, related to pleural effusion in (B)(6) study. No related terms "a (B)(6) were found. In the investigator's brochure list of adverse events "aspiration pneumonia" is listed without causality attribution or severity. Other mentioned in the ib cases refer to "radiation pneumonitis" or "radiation-induced pneumonitis" which do not carry relevance in this case since the pt did not receive the therasphere treatment and the reported event of "pneumonia" occurred after bland coil embolization of the gastroduodenal artery. The event of "pneumonia" is temporarily and clinically associated with the event of "perforated gastric ulcer" that is related to the study procedure (bland coil embolization of the gastroduodenal artery), thus the company consider this event also related to the study procedure.

Manufacturer narrative:
Definitely related to study procedure, not related to pre-existing condition, follow-up information was received on september 2, 2015. It was confirmed that per hepatic arteriogram report on (B)(6) 2015, the pancreaticoduodenal artery, but not gastroduodenal artery as reported previously, was embolized to stasis with multiple 2 mm detachable micro-coils. A copy of the death certificate was provided documenting pulmonary failure as the immediate cause of death; hepatocellular carcinoma condition leading to the cause of death; and tobacco usage contributing to death. Based on available information and lack of further supporting facts for the assessment of relatedness to procedure for the events of abdominal pain and perforated gastric ulcer, the sponsor reconsidered the relatedness assessment and downgraded the events from definitely related to possibly related to procedure. The above narrative and analysis of similar events has bon updated with the follow up information. Analysis of similar events gastric ulcer perforation: a total of 201 subjects were randomized and 75 subjects underwent therasphere treatment enrolled in a ongoing clinical trials ((B)(4)).

Event description:
Investigator assessed the event of abdominal pain as grade-3 (severe) in intensity, serious due to hospitalization; and unrelated to the study device, not related to standard of care sorafenib, definitely related to study procedure (right gastric artery coil embolization), not related to pre-existing condition. The company agreed with the investigator's assessment that the event of perforated gastric ulcer is serious due to hospitalization and life-threatening condition; not related to study device and possibly related to procedure (right gastric artery coil embolization), not related to sorafenib. The investigator assessed the event of pneumonia as grade-5 (fatal) in intensity, serious due to death, life-threaten, hospitalization; and unrelated to the study device, not related to study procedure, not related to standard of care sorafenib and not related to pre-existing condition. This event was considered to be related to other illness, indirectly related to the event of gastric ulcer. The company agreed with the investigator's assessment that the event of pneumonia is serious due to death, hospitalization and life threatening condition; not related to study device, not related to sorafenib, but disagreed regarding relatedness to procedure and assessed the event as indirectly related to study procedure and directly related to the event of perforated gastric ulcer. The company provided following rationals for the relatedness assessment to procedure: while pneumonia appears to be the event most directly associated with the outcome of death, the pneumonia event is possibly related to the event of perforated gastric ulcer, thus indirectly is related to study procedure thus event of pneumonia is possibly related to study procedure. Aspiration pneumonia has been listed in the "-b", however the event of pneumonia with fatal outcome is not. Pneumonia with outcome of death is not included in the investigational brochure, hence it is considered as an unanticipated event. Add'l info for the everts of perforated gastric ulcer and pneumonia is expected. F/u info was received on august 5, 2015, in which the event of abdominal pain preceding the event of perforated gastric ulcer was reported as a primary event and the event of gastric ulcer was reported as an associated event. Resolution date of perforation gastric ulcer event was reported as (B)(6) 2015 and the outcome recovered/resolved with sequelae was provided. It was confirmed that the event of perforated gastric ulcer is not related to other illness and fulfills life-threatening seriousness criterion. Investigator confirmed that the event of perforated gastric ulcer is considered to be related to concomitant medications plaquenil and prednisone and it was reported that the event did not abate if the suspect drug was discontinued or reduced. It was confirmed that the subject that the event did not abate if the suspect drug was discontinued or reduced. It was confirmed that the subject did not have a previous history of gastric ulcer and gastric ulcer was diagnosed first during the subject's exploratory laparotomy on (B)(6) 2015. The above narrative has been updated with the f/u info. F/u info was received on september 21, 2015. It was confirmed that the embolized vessel was incorrectly named in the hepatic arteriogram report. The interventional radiologist who performed the hepatic arteriogram clarified that the vessel embolized was the right gastric artery, which arises distal to the gastroduodenal artery. The above narrative and analysis of similar events has been updated with the f/u info. Analysis of similar events gastric ulcer perforation: a total of 212 subjects were randomized and 80 subjects underwent therasphere treatment while enrolled in 3 ongoing clinical trials ((B)(6)) there were no reports of adverse events consistent with a diagnosis of perforated gastric ulcer during these trials. There were no reports of adverse events consistent with a diagnosis of perforated gastric ulcer during these trials. There was four reports of events associated with related terms of gastric ulcer, antral ulcer or duodenal ulcer and no terms related to perforated gastric or duodenal ulcer, bowel perforation or perforated viscus. Specifically, in the study (B)(6) one case of "ulceration at gastroesophageal junction" unrelated to device or procedure, related to other illness, resolved, was reported, one "antral ulcer - unrelated to device or procedure, cause unk; one "duodenal ulcer hemorrhage" unrelated to device or procedure, possible to sorafenib, resolved with sequelae, and one non serious grade 3 adverse event of "duodenal ulcer" - unrelated to device or procedure, possibly related to sorafenib, resolved with sequelae were reported. A total of fife cases of upper gi "tract" ulceration were reported on the (B)(6) study. There were no related terms reported in studies (B)(6). The investigator's brochure (or the investigational device cites two cases of sae "gastric ulcer" in "plot hcc" and "mixed neoplasia" studies. Review of the literature reveals reports of duodenal or gastric ulceration in 13 subjects treated for of metastatic uveal melanoma (klingenstein et al, 2013). Lam et al, 2013 report on a retrospective review of the occurrence of gastroduodenal ulceration after 90y in both resin and glass to identify the risk factors in the treated population (n-247) and determine the specific mechanism of non target radioembolization in individual cases. Eight pts (3.2%) developed gastroduodenal ulcer. This incidence is consistent with that reported in resin 90y by bester et al 2012 of 3.7%. In other reports the incidence of gastroduodenal ulceration following tare (both glass and resin microspheres) ranged between 0 and 11% (lau et al, 2010) and for therasphere, between 0.7% and "13.6%" with a weighted mean incidence of "3.8%" (naymagon et al. 2010), however, no perforation of the gastric or gastroduodenal ulcer was reported. This case involves coil embolization of the pancreaticoduodenal artery prior to planned theraspheret treatment as investigated on this protocol. The mechanics of such procedure carry the risk of gastroduodenal ulceration with or without perforation. Given that, a relationship between the coil embolization of the pancreaticoduodenal artery (study procedure) and the event of perforated gastric ulcer the company assesses as possibly related. No prior reports of "perforated gastric ulcer" were received. Contributing causes of this event include ongoing treatment with prednisone and plaquenil. With addition of the event of "pneumonia" with fatal. Outcome as unanticipated adverse event, a search for related terms of "pneumonia, "pneumonitis", "lung infection" and "pulmonary infection" was performed. In the safety database there is one case of grade 2 "pneumopathy" -unrelated to device or procedure, related to other concurrent disease, not resolved in (B)(6) study and one case of grade 5 (fatal outcome) "pneumonia" - unrelated to device or procedure, related to pleural effusion in (B)(6) study. No related terms in (B)(6) study were found. In the investigator's brochure list of adverse events "aspiration pneumonia" is listed without causality attribute on or severely. Other mentioned in the "ib" cases refer to "radiation pneumonitis" or radiation-induced pneumonitis" which do not carry relevance in this case since the pt did not receive the therasphere treatment and the reported event of "pneumonia" occurred after bland coil embolization of the pancreaticoduodenal artery. The event of "pneumonia" is temporarily and clinically associated with the event of "perforated gastric ulcer" that is possibly related to the study procedure "bland coil" embolization of the pancreaticoduodenal artery), thus the company consider this event also possibly related to the study procedure.